Manufacturer narrative:
The device was not returned, however, the multifunction cable and connector were returned to zoll japan. The customer's report was duplicated and attributed to a faulty spring on the multifunction cable. A replacement multifunction cable was not ordered. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.